Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet is confirmed; however, the exact cause is unknown. Two 3cg stylets, two 5 fr dual lumen powerpicc catheters, and two guidewires in plastic hoops were returned for evaluation. The returned stylets were observed to be missing their distal ends, and the core wire of one stylet could be seen protruding from its broken distal end. Pieces of polyimide tubing and magnets were returned taped to a piece of paper and the longer of the two contained an epoxy tip. A microscopic observation of the returned stylets revealed the majority of the break sites in the polyimide tubing of the returned stylets were somewhat uneven, and plastic deformation was observed in the edges of the polyimide tubing at the locations of the break sites and where the tubing was bent. One break site was observed to be relatively straight and flat with some striations in the polyimide tubing, which suggests the stylet may have been cut with a sharpened instrument. A broken magnet was observed within the segment with an epoxy tip. The fracture site of the protruding core wire of the stylet returned without a t-lock was observed to be tapered and slightly curved, suggesting the break may have been caused by excessive tensile (pulling) force. It was indicated by the customer that the returned stylets were used for ¿testing¿ at the facility. This information, as well as the characteristics of the breaks observed in the returned samples, suggest the stylets broke due to excessive manipulation and/or repeated kinking. However, the exact conditions in which the stylets were broken is unknown. A lot history review (lhr) of rees3174 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rees3174) have been reported from the same facility.

Event description:
It was reported two stylet samples that were tested at the hospital and returned were confirmed to be broken. No patient involvement. This report addresses the first sample.